Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor has been fragmented, and two small pieces of it are inside the cannula of the insertion device. The rest of the anchor was not returned. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. The root cause has been associated with unintended use of the device factors that could have contributed to the failure include excessive force used on the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a shoulder arthroscopy, when the first twinfix anchor was inserted, the meama progressed halfway through the tunnel, causing the anchor to be sprayed with the wrench. The anchor was removed from the patient. The procedure was completed without surgical delay using a back-up device. No further complications were reported.